Event description:
There was an allegation of a questionable elecsys anti-tpo result from a cobas e 801 module. The initial result was 72 iu/ml. The repeat results were 9 iu/ml and 9 iu/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 59034200. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer had another occurrence of a questionable elecsys anti-tpo result. Patient 2: on (B)(6) 2022, the initial result was 64 iu/ml. The repeat results were 9 iu/ml and 9 iu/ml. Information was not provided regarding if the questionable result was reported outside of the laboratory. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within 2sd, there was no indication for a performance issue of reagent or instrument. The analyzer alarm trace contained one alarm related to the probe, but the specific alarm could not be provided. Medwatch field b7 was updated.